Manufacturer narrative:
(B)(4). Concomitant medical products: stent: rx acculink 7-10x40 mm, rx acculink 10x30 mm, heparin. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), ischemia, neurological deficit/ dysfunction, and weakness are known observed and potential adverse events as listed in the emboshield nav6 instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a stenotic lesion in the very tortuous left internal carotid artery. It was noted prior to the procedure that the patient had an area suspicious for scar from prior carotid endarterectomy or vasospasm in the proximal portion of the endarterectomy site. The target lesion was in the distal portion of the endarterectomy site. After deployment of the emboshield nav 6 filter, the patient was noted to have subtle neurological symptoms, such as weakness, as well as low flow distal to the filter. After successful rx acculink stent implantation, the neurological symptoms worsened. Attempts were made to relieve the diminished flow. A second rx acculink stent was implanted more proximally, over the previously mentioned scarred area. An export catheter was then used to perform a thrombectomy twice. However, no thrombus was reported. The emboshield was removed and found to contain debris. The low flow was relieved with the removal of the filter. During the procedure, the patient experienced hypertension, which was treated with anti-hypertensive medication. The hypertension resolved after the procedure. The neurological symptoms with right upper extremity weakness persisted, and the event was diagnosed as a stroke. The patient was discharged home 3 days after the procedure with home care and physical therapy ordered. No additional information was provided.